Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3100 vasoview scissors would not open or close. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet received the device and performed the investigation. Visual inspection revealed that the shaft was detached at the handle, and the scissors could not be opened or closed. Based upon the visual observation and functional test, the reported complaint is confirmed. A lot history record review was performed and there were no non conformances that could have caused the reported failure. (B)(4).